Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 252 mg/dl, 50 mg/dl and 256 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Data extraction was successful. A watermark was not observed at the base of the sensor tail, indicating sensor was not properly inserted. The sensor was sent for further investigation and de-cased. No issues were observed upon visual inspection of the printed circuit board assembly (pcba.) The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. An extended investigation has also been performed for the reported complaint. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.